Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed no high voltage output, low defibrillation impedance, over current detection alert, and insulation damage on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not provided. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
New information noted that the patient presented in clinic experiencing syncope. Programming changes were previously made. Due to the lead issues, the lead was capped and replaced on (B)(6) 2022. The patient was stable post procedure.

Manufacturer narrative:
The reported events of insulation abrasion, low defibrillation impedance and no high voltage output could not be confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection and x-ray examination of this returned portion did not find any anomalies except for the damage which is consistent with procedural damage.